Manufacturer narrative:
Upon further review this claim not MDR reportable. Claim # (B)(4).

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Iop elevation from baseline and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
The reporter indicated that during an implantable collamer lens (icl) implantation procedure, the lens got stuck in the cartridge/injector system/did not eject properly. Due to the lens getting stuck in the cartridge/injector system/did not eject properly, the lens was not implanted. There was patient contact. Reportedly, patient experienced elevated iop without pupil block and angle closure. The lens was replaced with a same model and length lens. The problem was resolved. Cause of the event was reported as device.